Event description:
It was reported that the device was implanted without an atrial lead but atrial lead warnings and atrial diagnostics were being observed. The lead warning will continue to be observed as this cannot be programmed off and the device continues to sense on the atrial port. The device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.